Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump has minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. The most recent blood glucose reading was 233 mg/dl. Nothing further reported.